Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2016 with a blood glucose level of 530 mg/dl. Customer was vomiting and had nausea. Customer's blood glucose was rising rapidly. Customer stated that she was treating with the pump and it was giving insulin. Customer's blood glucose kept going up and went down to about 400 mg/dl. Customer stated that 30 minutes later, it was back at 470 mg/dl. Customer also had mild diabetic ketoacidosis. Customer was treated with an insulin drip. Customer did a self test and displacement test. Customer stated that the tests were successful.